Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that, the patient faced two infusion set's fell off event on (B)(6) 2025. Patient had high blood glucose levels and was treated with correction bolus via pump. Infusion sets were in use for two days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.